Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly noted. Device received with cracked battery tube threads and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple time press the keypad buttons. Customer stated reservoir inserted was looking very weak and could break at any point. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.